Event description:
The following has been reported: serial number: (B)(6). Checked history and had pump problem. Ran delivery test no issues\ looked back at history and this pump has this same issue before with red flashing lights saying take out of service. Going to send to depot for further evaluation. Received at depot. Confirmed pump problem error wait for log review. Deep clean screen. Clean pins and mechanism. Ran functional checks. 20ml @ 500 ml/hr on secondary. 20ml @ 500 ml/hr on primary. No issues found. Sent logs to ivenix support for analysis. Preliminary investigation: mechanical hardware failure (av sticky valve) the mayo service team will repair the pump. No pump return. Pump needs to be opened and replace lip seals and cleaned. Open up device - replace seals. Pump placed in bring up mode and sent to the test line. Pass all stations of the test line front housing . Provisioned pump to 08 server sent to heratherm. Loaded into heratherm @ 18:30 (B)(6) 2026. Pulled from heratherm @ 06:30 (B)(6) 2026. 24 hour dwell - complete. Lvp burn-in test â[?]" Pass. Accuracy test - pass. Electrical safety test - pass. Provision pump to mayo server. Return to service. Provisioned pump. Software update complete. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. The device was repaired by the customer; fresenius kabi is communicating the investigation and repair results here. Fresenius kabi will not be receiving the device or the parts back for investigation.